Manufacturer narrative:
Correction: the event date should have been (B)(6) 2018. Product problem should have been checked.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with syncope and multiple noise reversion episodes were noted on rv lead. Provocative testing showed no re-creation of noise. Session record was analysed and noise due to a debuting lead damage was suspected. The signals was consistent with lead noise. The physician has been informed and it has been recommended the patient be seen clinic. Rv lead replacement is anticipated but no intervention has been performed. Additional information was requested but has not been received.